Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) male presenting with cardiomyopathy for hemodynamic support with the impella 2.5 pump. The pump was inserted without any reported issues, however, patient exhibited signs of hemolysis via "reddish-brown" urine during support. As a treatment, the physician removed the device and hemolysis improved, thereafter.

Manufacturer narrative:
New information received on 2019-09-17 pertaining to blood loss endured that required blood product delivery. New code added for blood loss.

Event description:
The complainant reported additional information on 2019-09-17 revealing the patient had also endured an access site bleed. Hemostasis was achieved successfully, however, 10 units of red blood cell delivery were required.